Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary bj-7900a drawer 3.2 cubie a1-e5, 17 cubie pockets failed and had read, write, or invalid cubie memory error. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) 3 was performed from the date of manufacture, 14-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 3.2 cubies a1-e5, and 17 cubies were failed. A field service engineer replaced the cubie drawer controller and the worn retractor band on drawer 3-2, reseated the row board cable on the drawer controllers and all cubie trays, inspected the trays for foil debris. Found that the enhanced full-height cubie drawer in the auxiliary (drawer 5) had a sheared screw securing the hard stop, replaced the screw. The system functioned as intended after the field service engineer repaired the device.